Manufacturer narrative:
The hardware had been received prior to submission of the initial MDR but was not included in error. This was identified on (B)(6) 2017. Results of investigation: the carefusion failure analysis laboratory received the suspect obsolete user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components, voltage testing of the real time clock battery, and backlight inverter assembly was performed. The fa lab also performed multiple power on cycles on the suspect control board on a test uim. The fa lab was not able to duplicate the reported issue therefore no root cause can be determined. However, the intermittent malfunction of the display suspected to be attributed to a low voltage state of the real time clock battery on this end of life uim model.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported an unresolved unresponsive touch screen on this avea ventilator. The customer stated that there was no patient involvement.